Event description:
It was reported that a clinical failure was identified in one case. Initial surgery was performed on 2008, and 3 weeks after patient started with infection around the sutures therefore 5 months after the surgery patient was treated with debridement, partial meniscectomy and intravenous antibiotic therapy. Patient could perform daily tasks at the last follow-up after partial meniscectomy.

Manufacturer narrative:
This was reported as a ¿literature case¿ without product code or lot number provided. Clinical details were absent. No product was returned, therefore physical evaluation, investigation and conclusions were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use (IFU) which includes recommendations, precautionary statements and instructions for proper use of product. No further actions were pursued at this time. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited. There was no objective evidence to suggest a direct link between the product used during the procedure and the symptom reported. No further actions required at this time. Per clinical: without clinically relevant documentation, the root cause of the reported events cannot be concluded. The patient impact beyond the reported events cannot be determined. No further medical assessment is warranted at this time.

Event description:
It was reported that a clinical failure was identified in one case. This was caused by an infection around the sutures that was treated with debridement, partial meniscectomy and intravenous antibiotic therapy. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.